Manufacturer narrative:
Age at time of event: over 60 years of age. (B)(4).

Event description:
It was reported that the filterwire was jammed inside the vessel. A .25mm-3.5mm 300cm filterwire ez was selected for use. During the procedure, it was noted that the filterwire ez became jammed in the vessel. It was further noted that the catheter would not pull out over the wire. The physician was able to switch it out. The procedure was completed with a different device. No additional interventions were performed. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. A visual inspection of the device revealed that the protection wire was found kinked at 50.2cm from the spring tip. Additionally, the spring tip is damaged (stretched and curvy). Dimensional inspection revealed that the outer diameter of the proximal part, middle section and spring tip of the device were within specifications. Sheathing and unsheathing test was performed and the filter bag was unsuccessfully retracted or deployed due to the kink found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the filterwire was jammed inside the vessel. A .25mm-3.5mm 300cm filterwire ez¿ was selected for use. During the procedure, it was noted that the filterwire ez¿ became jammed in the vessel. It was further noted that the catheter would not pull out over the wire. The physician was able to switch it out. The procedure was completed with a different device. No additional interventions were performed. No patient complications were reported and the patient's status is okay.